Event description:
Caller reported mobile blood glucose result of hi, which on the system indicates a result in excess of 33.3 mmol/l, at a time when the customer had symptoms of hypoglycemia. Caller reported a second, separate incident of a mobile blood glucose result of hi, which on the system indicates a result in excess of 33.3 mmol/l, at a time when the customer had symptoms of hypoglycemia. In both instances, mother successfully treated the customer with sugar. No adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.